Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's blood glucose (bg) was 513 mg/dl which was addressed with a manual injection. Cause for bg was unknown. Customer changed all supplies and resumed insulin delivery.